Manufacturer narrative:
Device will not be explanted.

Event description:
The following event is part of the european clinical trial for perceval valve: the manufacturer was notified on (B)(6) 2016 that a patient who has perceval valve suffering from systemic hypertension, dyslipidemia diabetes and cerebrovascular disease was included in the study. The preoperative cardiac status was normal. She was in the preoperative functional nyha class iii (logistic euroscore 6.59% and sts score 2.9%). The patient underwent 23 mm perceval s aortic valve implant on (B)(6) 2010. During the 4 years follow up visit in (B)(6) 2014 the patient was in good clinical condition. As reported by the site on (B)(6) 2015 she was diagnosed with stenosis and insufficiency, probably due to leaflet calcification with a mean pressure gradient of 32mmhg and a peak gradient of 56 mmhg. A surgery has been recommended but performed only on (B)(6) 2016, when a tavi was performed. More information have been requested to the site. Of notice, the patient was also diagnosed with a non serious hyperthyroidism that could have lead to hyperkaliemia